Event description:
It was reported that the insulin pump alarmed motor error twice during bolus attempts. The blood glucose reading was in the low 100 mg/dl range. The customer stated that she took the reservoir out and reinserted it; this resolved the issue. She noted that the insulin pump had not caused any high or low blood glucose events and that the continuous glucose monitoring system was working. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.